Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1158t st jude lead; 383069 lead, implanted 2009-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The svc was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.